Manufacturer narrative:
The thermogard console involved in the reported complaint will not be returned for evaluation. The customer declined service repair, and the system will be scrapped.

Event description:
As reported, the main control knob on the thermogard console (sn (B)(6) display is malfunctioning. While the knob rotates normally, the click/select function is unresponsive. Upon inspection, the engineer confirmed that the physical stud on the main control knob is broken. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.